Event description:
Underdelivery reported. The pump was in home care use infusing an unspecified hydration solution. The pump was set to infuse a total volume of 1000ml at 125ml/h. The pt reported that the device underdelivered; the specific amount of which was not available. The pt did not experience any adverse effects. No additional info was available.